Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that the sheath was inserted via the pt's right femoral artery while the pt was in the rx department. The pt was moved to the intensive care unit (ICU). At an unspecified time after the pt arrived in the ICU, the rn's discovered the pt removed the side port which caused massive blood loss. Two md's were also witness to this event. The pt required CPR. There was no reported pt death. The device was removed and there was no attempt to insert another device. At this time the md's are unsure about the pt's neurological outcome. According to the sales representative "the evening before the incident, the pt showed some cramps; however, there was no reason to fix him to the bed."